Event description:
It was reported that the user paused the pump overnight for approximately eight hours to avoid a perceived risk of hypoglycemia, muted alarms by placing the pump under a pillow, did not perform a confirmatory fingerstick, and did not adequately treat a prolonged low despite audible alerts; device data showed a nadir blood glucose of 39 mg/dl with about three hours spent low, and the user had recently consumed low-carbohydrate, high-protein foods. Symptoms included asymptomatic hypoglycemia while asleep. Outcomes included prolonged low glucose without reported injury or hospitalization. Investigation included review of reported device behavior, user actions, and coaching on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction and indicated user management and alarm suppression as contributory factors to inadequate treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors were the primary cause.